Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 24 mmol/l at the time of the incident. It was unknown auto mode feature was active or not at time of high blood glucose event. Customer reported sensor updating and sensor was not properly responding to glucose and stopped displayed sensor glucose readings. The device will not be returned for analysis.